Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had loss of capture in unipolar and bipolar and was unable to sense. The right atrial (ra) lead was experiencing high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.